Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave 2.0 catheter was selected for use. However, a spline planarity issue occurred and was no possible to irrigate with the ostium. The catheter was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 2.0 catheter was selected for use. However, a spline planarity issue occurred and was no possible to irrigate with the ostium. The catheter was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: when the catheter was first received at boston scientific's post market laboratory it was visually inspected and no abnormalities were observed. Next the catheter was functionally texted by inserting a guidewire and deploying the catheter, the guidewire was maneuvered with no issues, and all deployment positions of the array were achieved without resistance. When the array was fully deployed the flower position it was noted that some of the splines were out of position and facing forward. Next, they tested the irrigation of the catheter and found that irrigation was possible and had no issues in all deployment states of the catheter. Under microscopic inspection they found microscopic damage to the weld between the splines at the tip of the catheter. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of irrigation issues was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of device problem excluded for the irrigation issues, as there was no defect of the returned device that indicated there was any problems with irrigating the catheter. For the spline planarity problems the cause was determined to be device design that could lead to the splines being slightly out of plane. A quality control deficiency was assigned as the cause for the poor welding seen at the tip of the catheter.